Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1005, which indicates an open circuit was detected during shock delivery. It was also noted that the right ventricular (rv) lead shock impedances were high out of range measuring greater than 125 ohms. The physician is planning on replacing the device and lead. Subsequently, this ICD was explanted and replaced and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1005, which indicates an open circuit was detected during shock delivery. It was also noted that the right ventricular (rv) lead shock impedances were high out of range measuring greater than 125 ohms. The physician is planning on replacing the device and lead. Subsequently, this ICD was explanted and replaced and the rv lead was surgically abandoned. No additional adverse patient effects were reported.